Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coblator controller was not working since the surgeon has had several post-op tonsillectomy bleeds with one patient. Two additional surgeries had been performed because of these bleeds as revisions. It is unknown how exactly were threatened and the patient outcome is unknown.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items. A clinical review found per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The product evaluation revealed there were no issues found in the manufacturing of the smith and nephew device. Based on the limited clinical information provided, the surgeon reported one patient was involved with two secondary post op bleeds that required surgical interventions provided by another facility. Per subsequent e-mail, during both procedure cauterization was used to stop the bleeding. It unknown if the IFU was adhered to. The IFU for the unit warns: ¿prior to initial use, ensure that all package inserts, warnings, precautions, and instructions for use are read and understood. Safe and effective electrosurgery is dependent not only on equipment design, but also, to a large extent, on factors under the user¿s control. " the impact to the patient beyond that which has already been reported cannot be determined. Should any additional medical information be provided, this complaint would be re-assessed. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed no problems. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.